Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser power was low and needed to be powered up. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The laser core module was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 28, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming laser core module. However, how or when the module became nonconforming cannot be determined conclusively the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided. A laser core module was received for evaluation. A visual assessment of the returned sample revealed no obvious non-conformity. The sample was installed into a calibrated system for functional testing. No issues occurred during boot-up or testing and the laser power output was found to meet specifications. The returned sample found it to meet specifications, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).